Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Electrical continuity testing was performed and it passed. The vessel sealer instrument was plugged in to the instrument control box (icb) and blue light was lit up on icb indicating power was being delivered and unit was properly connected and it successfully passed the self-test on multiple attempts. An energy activation test was conducted on the system and there were no faults or error messages. Upon pressing seal pedal, smoke was seen, there was active power and complete circuit. While conducting energy test, there was no loss of power and intermittent energy. The instrument passed the grip force test. However, the instrument failed the electrode gap inspection test. Additional energy delivery test was performed and found that there was shorting/intermittent sealing failure in the beginning due to lack of proper gap between both electrodes. However, steam was seen towards the middle of the test. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument not applying adequate energy could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci incisional hernia repair procedure, the endowrist one vessel sealer instrument would not apply adequate energy. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained following additional information: the vessel sealer instrument did work during procedure. The vessels were not highly calcified or larger than 7mm in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle and surgeon heard the two happy beeps. The sealing cycle was approximately 20-30 seconds and the system did not give any errors or messages. According to the nurse, the surgeon was aware that it was not applying adequate energy. There was tissue effect; however, the process just took a really long time to seal. Surgeon then used cut function and there was bleeding, which was controlled by using bipolar instrument. According to the nurse, it is unknown how much blood loss; however, blood transfusion was not required. A new vessel sealer instrument was used to resolve the issue. There was no patient injury.